Event description:
During difficult anesthesia insertion of glidescope with stylet causing laceration of r hemi palate. Required direct laryngoscopy with control pharyngeal hemorrhage. Immediate repair using electrocautery and during difficult anesthesia insertion of glidescope with stylet causing laceration of r hemi palate. Required direct laryngoscopy with control pharyngeal hemorrhage. Immediate repair using electrocautery and suturing; continued scheduled surgery.